Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, an unknown suture retrieval issue occurred with multiple prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number. B3, b6: dates estimated.

Manufacturer narrative:
Analysis was performed to the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported needle to cuff miss was concluded to be related to potential product quality issue due to the loctite observed in the posterior needle shank preventing the posterior needle tip to eject. The unexpected medical intervention appears to be related to circumstances of the procedure. H6 correction: medical device problem code 3190 was removed and code 1142 was added.

Event description:
Subsequent to the initially filed report, the following information was received.a cuff miss [suture retrieval issue] occurred with all prostyle devices. No additional information was provided.